Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experiences low blood glucose of 50 mg/dl. She treated with food and current blood glucose was 162 mg/dl. The customer stated that the lows might be related to the time change coming soon since last time the time changed; it took about two weeks for her body to adjust. She also mentioned that the sensitivity setting might need to be changed. The customer declined troubleshooting and stated she would follow up with her doctor to make the necessary changes.